Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip broke. The broken tip was retrieved from the patient and the surgery was completed successfully.

Manufacturer narrative:
Alleged failure: tip of the probe detached the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the tip broke. The broken tip was retrieved from the patient and the surgery was completed successfully.